Event description:
It was reported that: during surgery of a t5 corpectomy the screwdriver outer part was damaged while the cage was being inserted. A small part of the blue handle came off.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. No relevant manufacturing issues were found upon device history review. Expander handle fracture was confirmed via visual inspection. The age of the device was found to be 9 years old. Based on the age of the device and visual inspection, it is likely that the device handle chipped off due to normal wear and tear.

Event description:
It was reported that; during surgery of a t5 corpectomy the screwdriver outer part was damaged while the cage was being inserted. A small part of the blue handle came off.